Event description:
It was reported that the pt's pump stopped working. A motor stall was noted and confirmed with a roller study and the event logs. The pt's pump was replaced. No patient symptoms or outcome was reported. It was noted that the pt was hospitalized for two days.